Event description:
Upon filling and during pressure checks, as well as filling checks, on repetitive occasions, with the manufacturer representative for the system present, an adequate seal on the cervix could not be obtained. Multiple attempts. Too much fluid leakage and safety alarms engaged, not allowing system to heat up. Ablation procedure aborted. No harm to the patient.